Event description:
It was reported that the during the implant procedure, the lead component implantable neurostimulator (ins) system showed high impedance on electrode ¿0¿ when conducting the impedance check. The lead was not implanted and was replaced with another lead component which resolved the issue. There were no patient symptoms reported that were associated with the event. The patient outcome was reported as ¿alive ¿ no injury¿. Follow up information received on march 5, 2014 reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fqd2, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported impedance testing performed on (B)(4) 2014, using an external neurostimulator at 0.70v, had results in the range of 407 - 409 ohms. Impedances on electrode on all combinations (#0, 1, 2, 3) were in the range of 371 ohms to 409 ohms. It was noted that no electrodes were out of range (range: 50 ¿ 10000 ohms). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3889, lot # va0fqd2, showed no anomalies. The continuity was acceptable and no shorts between circuits were seen. Normal impedances were observed during testing.